Event description:
A no clot detected result was obtained on a patient fibrinogen sample. The result was reported to the physician as less than 50 mg/dl. The original sample was retested and higher results were obtained. The patient was treated with cryoprecipitate. There was no report of adverse health consequences as a result of the falsely depressed aptt result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed fibrinogen result was user error. Hemostasis technical bulletin 00-001 alert flagging on the bsc states: action steps for no clot: check instrument for proper sample and reagent delivery. Check sample for anticoagulant contamination, hemolysis, and lipemia, etc. Repeat the analysis of the sample. If repeat analysis reveals no flags, the new result may be reported. Upon repeating, if "no clot" occurs again, follow your laboratory alternative protocol. The instrument is performing within specifications. No further evaluation of the device is required.